Manufacturer narrative:
Other, other text: additional information was received indicating that the issue was found during a bench test and there was no patient involvement. Event date was provided.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was duplicated. There was high alarm displayed -air-in-line- detected during testing. Defective air detector, inoperable, was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had air in line. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.